Event description:
It was reported that the target lesion was located in the distal left anterior descending artery (lad) with heavy calcification and mild tortuosity. While deploying the xience prime 2.75 x 33 mm stent, a small dissection was noted. A xience prime 2.5 x 18 mm stent was deployed to cover it. No adverse patient sequela was reported. There was no clinically significant delay in the procedure. The patient is reported to be doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.